Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a 78-year-old female patient underwent a dialysis catheter placement procedure using equistream hemodialysis catheter. Post the procedure, it was noted that the peel-apart sheath had already separated at the valve end, resulting in venous hemorrhage. Reportedly, the catheter was removed on (B)(6) 2026. The current status of the patient is unknown.